Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer entered a calibration bg value resolving the issue and the customer continued to use the pump for insulin delivery.